Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 15.34mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar was not articulating. The procedure was completed with no reported injury.